Event description:
According to the report received from the customer, the pt was left alone on the hut table (a clear violation of product safety labeling) in the procedure room to get dressed after a procedure. The report states that the pt lost balance and steadied his/her self by placing a foot on the floor. The pt's foot landed on the foot-switch actuator control button for the reverse trendelenburg (head-up) movement causing inadvertent head-up movement of the table. The action of the head raising caused the pt to continue falling off the foot-end of the product. The impact from the fall caused a bruise on the pt's outer chest near the left underarm area.

Manufacturer narrative:
Based on the report received from the end user, there was no malfunction of the table reported which related to the incident. The pt was left unattended by hospital staff, which is a clear violation of product safety labeling present both on the table and in the owner's manual.